Manufacturer narrative:
H3 other text : device not return.

Event description:
The manufacturer received information alleging a ventilator would not turn on. There was no harm or injury reported. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer received information alleging a ventilator would not turn on. There was no harm or injury reported. The ventilator was returned to the third-party service center for evaluation and the customer¿s complaint was confirmed. The device's display board needs to be replaced to address the issue.